Event description:
It was reported that the patient was feeling the device working, but she wanted to turn up stimulation because, she ¿cannot empty her bladder since implant.¿ this was further clarified as not being able to empty her bladder ¿all the time.¿ the patient had the poor communication screen on the programmer. The patient still had bandages over the area and was seeing her physician in a day to remove that and the stitches. Additional information reported the caller never had therapeutic effect and symptom control. It was stated, the patient had pain and it hurt when she sat down and the muscle vibrated to the point of it hurting her. The patient felt intermittent stimulation and it was not in the correct location. It was noted, the patient tried all four programs but the patient felt none of them worked for her because, the stimulation sensation was not in the vagina/urethra/bladder area. The patient decided to leave on at program three at 2.6. The patient had an appointment on 2013 (B)(6).

Manufacturer narrative:
Product ID 3037, serial# unknown, implanted: 2013 (B)(6); product type programmer, patient product ID 3889-28, lot# va087kx, implanted: 2013 (B)(6); product type lead product ID 3037, serial# unknown, implanted: 2013 (B)(6); product type programmer, patient. (B)(4).